Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Additional information: approximate age of device ¿ 2 years, 4 months. (Calculated from the date when the system controller was issued to the patient.) The data recorded in the retrieved log file contained approximately 1 1/2 days of events and revealed a red low battery hazard alarm followed by a complete loss of power. The system controller had been operating on 14v li-ion batteries for approximately 16 hours when one of the batteries decreased to a voltage level which activated a low battery advisory alarm. Approximately 1 hour and 50 minutes later, a low battery hazard alarm occurred and power save mode was active. Twelve minutes later, with low battery hazard alarms still active, the pump speed was recorded below the low set speed followed by a complete loss of power. There were approximately 9 minutes of events recorded after the power was restored which appeared to be consistent with a system controller exchange. The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that red heart alarms were observed by the patient's wife on the patient's system controller while the patient was sitting up in bed. The alarm was described by the patient's wife as loud and continuous with a red heart visual indicator on the system controller. Based on the report, no further alarm was observed after the wife exchanged the system controller. The patient was asymptomatic at the time of the event. During the manufacturer's initial investigation of the returned system controller, the extracted log file confirmed that the pump stopped due to depleted 14 volt lithium-ion batteries.